Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device alarm limits functionality was not known to the user at the time of the event while the ventilator was being used for ventilation, during a patient treatment. The root-cause for the new alarm limits was the selection of the auto setting in the alarm menu. The correction of the adverse event was the reminder to the user of the alarm's limits functionality and utilization. There was no reported harm to patient, user or third party.

Event description:
This c2 was being used on a patient. At around 0:40 on april 29, the upper and lower limit alarms for respiratory rate, minute ventilation rate, and airway pressure changed by themselves. The hospital staff claimed that they did not use the 'easy setting' and suspected a malfunction of c2. What are the possible causes?